Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. An evaluation will not be completed, as the packaging materials for the device were not returned.

Event description:
It was reported that during an initial total hip arthroplasty, when the outer packaging of the acetabular cup was opened, it was discovered the vacuum sealed pouch was no longer sealed. It was further reported that the implant had abrased the pouch, compromising the vacuum seal. Another implant was used to complete the procedure.